Event description:
It was reported that, "we trialed with the 52mm window trial. It was a very good fit and got stuck. When we attempted to use the inserter/extractor to remove it, the threads stripped out of the trial. We took a bone tamp to try to get it out and the edge of the trial was bent in the process. We were able to remove the trial and no pieces were left."

Manufacturer narrative:
Method - review of device history and complaint history. Device history review determined all devices in the provided lots were accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding stripped threads. There have been no other reported events for this lot. When completed, the evaluation summary will be submitted in a supplemental report.